Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -6.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop and excessive vault on (B)(6) 2021. Reportedly, patient has done better with exchange and has better iop. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.